Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, product type: lead; product ID neu_unknown_ext, lot# unknown, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced agitation. Corrective actions included medication added, discontinued or dose changed. The medication was quetiapine. The agitation resolved. The patient experienced visual hallucinations. No corrective actions were taken. The visual hallucinations resolved. The patient also experienced confusion and worsening cognition. No corrective action was taken. The worsening cognition and confusion was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va01k4q, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, lot# nkn036352v, implanted: (B)(6) 2013, product type: extension. Product ID 3708660, lot# nkn036353v, product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported it was unknown if the confusion, visual hallucinations, and worsening cognition were related to the study. Additionally it was unknown if the agitation was related to the study or programming. The agitation, confusion, and worsening cognition had a suspected cause of patient condition and the visual hallucinations had an unknown suspected cause.

Manufacturer narrative:
Conclusion code updated.